Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they tried new infusion sets, reservoirs, insulin vials and batteries. The insulin pump will be returned for analysis.